Event description:
It was reported that the "patient underwent to surgery for a right knee prosthesis more or less 15 years ago and started to experience ingravescent pain at right knee, more or less one month ago. It was diagnosed periprosthetic osteolysis caused by probable septic loosening. It was prescribed a surgery in order to remove the implants, and temporary remediation with antibiotic cement. On (B)(6) 2014 it was performed the surgery, the prosthesis was totally removed. The implants do not show any visible signs of wear, in both metal and polyethylene component, (beyond the normal wear linked to the time). During the surgery, samples of reactive tissue were taken, for culture examination".

Manufacturer narrative:
The catalog number and lot code were not provided. The device was described as an unknown interax insert. Additional devices reported were: unknown interax tibial baseplate; unknown interax femoral component; unknown interax patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.